Event description:
It was reported that the device had broken during the procedure and it was completed using back up device. No patient impact. There is no physician (doctor) or other healthcare professional associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis found that visually, the device was returned in a broken state. The inner hub with a part of inner shaft was dislodged from the rest of the device. The inner shaft was broken 0.648 inches from the distal end of the inner hub to the broken point. There were striations on the broken part of the inner shaft, and there was a residue (brown in color) at the distal end of the device (on bur tip). There was a slight deformity at the distal end of inner hub. The outside diameter of inner hub shall be 0.330±0.002 inches and measured 0.330 inches in undamaged area and 0.334 inches in deformed area. There was no damage noted at the proximal end of inner hub (seal was intact). There was no damage on the outer hub, or the outer tube noted (seal was missing from inside the outer hub). Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes b17, c20, d14 and g04041 are no longer valid. Correction for b5: updated additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info. On follow up ,during use it just got broke from the rear end and is in the handpiece however no fragment detached from the broken device.